Manufacturer narrative:
Additional information - d4 (UDI), d7a, d8. Corrected data - d9. Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the complaint device lot number was not available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with the monopolar cable. During use in a procedure in conjunction with the davinci robot system, there was a "fire from the cable". The surgery was completed successfully with another device. There was no patient harm or intervention required. There was a delay noted. Note: the facility staff had initially contacted aesculap technical services (ats) about instructions for use (IFU) and ohm meter settings. The customer was advised that this cable was designed for use with bovie, conmed, and valleylab generators. The ohm meter is to be used to test the cords, along with visual inspection, according to the IFU.